Event description:
The account alleged that the patient position module was set and the patient got out of bed with no alarm. The patient fell due to getting out of bed with no alarm. No injury was reported from the patient fall.

Manufacturer narrative:
The technician investigated and the nurse alleged that she came by the room and noticed the patient was lying on the floor. The nurse stated the patient did not have any injury from the fall. The technician found that the hospital does not use the communication cable for the bed exit. There is no communication cable hooked from the bed to the wall. The technician found that the local bed exit alarm did not function. The technician found the bed exit would set and activated the bed exit alarm when weight was removed, but there was just no audible signal sounding on the bed. The technician replaced the side rail interface power control board assembly to resolve the issue.